Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain for two months near the implant site of the implantable cardiac monitor (icm) after having a mammogram. It was further reported that the icm experienced electromagnetic interference. The icm remains in use. No further patient complications have been reported as a result of this event.